Manufacturer narrative:
Patient codes: 2199 labeled. Device codes: 2616 labeled. Internal file number: (B)(4). Corrections: type of reportable event updated from malfunction to serious injury. Correction: patient code 2645 was removed and replaced with code 2199. Correction: device code 1562 was removed and replaced with code 2616. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff disengagement/suture retrieval issue. In addition, the returned device analysis found an anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, the suture came out when the needle plunger was removed after deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the suture was found to be separated during examination of the device prior to use. The device was not used in the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.